Event description:
On the med-surg floor, a night shift nurse reported to the manager that the 18 gauge black blunt needles that were being supplied to draw up medications were faulty and actually allowed pieces of the medication vial rubber top to get into the syringe itself, causing a risk of embolus. The supervisor was made aware of this (representing a 2nd incident of this occurring on a different campus at our affiliate). Pictures were taken which show an orange colored piece of the vial tip floating in the solutions within the syringe. No harm to any patient since it was noticed before the syringe was used.